Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'additive abnormality' with the incident lot was not observed. The product contains additive that has gone through a freeze dry process and produces this type of pellet. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® sodium heparin (nh) blood collection tubes appeared to be discolored or had an abnormal additive form. The following information was provided by the initial reporter. The customer stated: customer would like to know if tubes can still be used as the additive appears crystalized.